Manufacturer narrative:
Additional narrative: patient identifier is unknown. Date of post-operative plate breakage is unknown. This report is for one (1) unknown screw. (B)(6). Report the revision procedure that took place due to the broken plate. The 510k #: unknown, as specific part and lot numbers for the complainant screw were not reported. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression distal femur (lcp-df) plate broke post-operatively. The plate, which was originally implanted on (B)(6) 2015, broke at an occupied screw whole. The breakage was confirmed via x-ray imaging. A revision procedure took place on (B)(6) 2015 during which the broken plate and its associated hardware were removed. The patient was revised to a new plate. This report is for one (1) unknown screw. This report is 2 of 2 for (B)(4).